Event description:
A patient report experiencing inaccurate low results with an otu meter. The patient's blood glucose results were 78 mg/dl (meter) 100 mg/dl (lab). Tests were done within 10 minutes with a difference of 22 mg/dl. Patient did not experience any adverse events. No further information has been reported. Note: customer used alcohol on fingers before use of meter.